Event description:
Pt obtained a blood glucose result of 237 mg/dl, while using the suspect device. Based on this result, pt sough treatment at the fire station. Ten minutes later, pt's blood glucose reportedly measured 109 mg/dl, on the fire department's blood glucose monitor. No treatment was received. While on the line with technical support, pt performed quality control testing; the results fell outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.